Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer was hospitalized on (B)(6) 2016 for low and high blood glucose levels. The customer did not mention any symptoms of their blood glucose levels. The customer treated their blood glucose levels with manual injections. The caller did not provide any further information about how the incident occurred. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.